Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-apr-2025.

Manufacturer narrative:
Device evaluation: 01 x zebd-7-7 device of lot c2050378 was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) manufacturer report #: 3001845648-2023-00636). Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Documents review prior to distribution all zebd-7-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the lot number, c2050378, did not reveal any discrepancies which could have contributed to this issue. The failure mode has previously occurred with this lot. (B)(4) was returned for evaluation and kinks were observed on the device. The root cause was also user error. However, based on the information to date, there are no manufacturing issues associated with lot c2050378. It should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The instructions for use, ifu0045 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0045) states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: failure identified: user error smaller than required wire guide used. Confirmed quantity of 01 device confirmed used. A definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ercp was planed to parform with zebd-7-7. During the procedure, situation was a wire guide (olympus/visiglide2) pierced the middle of pigtail and made a hole. So another same product (lot# unknown) was placed and was completed the procedure. This file will capture the incorrect size wire guide used with the replacement device. No health hazard.